Event description:
The customer reported that the left side of the user interface was broke on the system. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The left side of the user interface was replaced. The system was tested and found to be working as intended and put back into service.